Event description:
Customer reported that her readings have been fluctuating here and there, and have been incorrect. She did not report the previous readings, but stated she experienced an event while driving her car. She felt her blood glucose was low, she "blacked out", drove in the wrong lane and pulled over. She stated other drivers on the road called an ambulance for her. Paramedics on scene had her check her glucose with her adc meter and she received a meter reading of 334 mg/dl. The paramedics received an hcp meter reading of 130 mg/dl. She was treated on scene with oral glucose and transported to a local hospital. She was diagnosed with hypoglycemia and given food; no medications were given at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete. (See scanned page).